Manufacturer narrative:
The manufacturer previously reported information alleging the unit has powered down when in use with a patient. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center, critical error codes were discovered indicative of the malfunction of the device. The device's power management board was replaced to address the issue. The device failed a test step during testing after the system power management board replacement, a new power management board and blower were replaced to resolve the new errors. Performance verification failed, fio2 sensor receptacle verification. The fio2 housing and a 3-way solenoid were replaced to resolve the test failure. The device was further investigated at the product investigation laboratory where the device was post tested on the trilogy evo multifunctional test station and passed all testing. The product investigation laboratory concluded that the device operates as expected, however, the device was disassembled in service with parts removed and replaced and then the original parts reinstalled, so cannot confirm if any issues were inadvertently corrected prior to the device arriving at the laboratory. Additional findings not related to the issue include the muffler and front panel were replaced due to cracks.

Manufacturer narrative:
The manufacturer previously reported information alleging the unit has powered down when in use with a patient. There was no patient harm or injury reported with this notification. The ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center, critical error codes were discovered indicative of the malfunction of the device. The device's power management board was replaced to address the issue. The device failed a test step during testing after the system power management board replacement, a new power management board and blower were replaced to resolve the new errors. Performance verification failed, fio2 sensor receptacle verification. The fio2 housing and a 3-way solenoid were replaced to resolve the test failure. The device was further investigated at the product investigation laboratory where the device was post tested on the trilogy evo multifunctional test station and passed all testing. The product investigation laboratory concluded that the device operates as expected, however, the device was disassembled in service with parts removed and replaced and then the original parts reinstalled, so cannot confirm if any issues were inadvertently corrected prior to the device arriving at the laboratory. The device was returned to a third-party service center, sent for testing and failed on system leak verification. The inlet side panel was replaced to rule out any cracks. The device continued to fail. The muffler assembly and blower chassis were replaced and sent for testing; the device passed the leak verification step but failed further on the test at active exhalation verification. The device will need to go onto awaiting parts due to nil stock of proportional valve. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. H3 other text : device evaluated by third-party service center.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging the unit has powered down when in use with a patient. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the unit has powered down when in use with a patient. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center, critical error codes were discovered indicative of the malfunction of the device. The device's power management board was replaced to address the issue. The device failed a test step during testing after the system power management board replacement, a new power management board and blower were replaced to resolve the new errors. Performance verification failed, fio2 sensor receptacle verification. The fio2 housing and a 3-way solenoid were replaced to resolve the test failure. The device was further investigated at the product investigation laboratory where the device was post tested on the trilogy evo multifunctional test station and passed all testing. The product investigation laboratory concluded that the device operates as expected, however, the device was disassembled in service with parts removed and replaced and then the original parts reinstalled, so cannot confirm if any issues were inadvertently corrected prior to the device arriving at the laboratory. Additional findings not related to the issue include the muffler and front panel were replaced due to cracks. The manufacturer received additional information concerning the repair of the device. The 3-way solenoid valve and proportional valve were replaced, the device continued to fail therefore the flow sensor assembly and outlet side panel were replaced to rule these out. The device continued to fail; this will need a replacement dual limb cup to rule out any hair line cracks. The device has yet been repaired due to awaiting the out-of-stock parts. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.